Event description:
It was reported that the patient presented to the cardiac care unit due to unspecified complications following a pulse generator change. The physician suspected a dissection which led to pericardial effusion. The patient underwent emergency surgery and the left ventricular lead was explanted with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.